Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 9 years and post-surgery. The patient experienced surgical revision, adhesion, recurrence, abdominal pain, bowel obstruction.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced recurrence, dense adhesions, abdominal pain, nausea, vomiting, bowel obstruction. Post-operative patient treatment included revision surgery, laparoscopy with open ventral incisional hernia repair, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, nausea, vomiting, bowel obstruction, adhesions, hernia recurrence, and abdominal pain. Post-operative patient treatment included revision surgery, laparoscopy with open ventral incisional hernia repair, and lysis of adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced recurrence, dense adhesions, abdominal pain, bowel obstruction. Post-operative patient treatment included revision surgery, laparoscopy with open ventral incisional hernia repair, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, nausea, vomiting, bowel obstruction, adhesions, hernia recurrence, and abdominal pain. Post-operative patient treatment included medication, revision surgery, laparoscopy with open ventral incisional hernia repair, and lysis of adhesions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.